Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photo did not identify any abnormalities that could have contributed to the reported condition as it showed the wet product after treatment with the product label visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 14l, an external dialysate leak from the cap was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.